Event description:
It was reported that when using the boot the strap broke free of the attachment and was unable to hold the patients leg in place.

Manufacturer narrative:
An evaluation was performed by smith & nephew and could confirm the customer complaint for one of the rivet holding the strap to the boot popped off. A visual inspection was performed and showed the strap disengaged from its grommet fixation. The supplier has changed the design of the grommet. Serial number (B)(4) was manufactured before the change. No further investigation is required. Update usage of device.